Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to fields b1 and d9. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and although olympus could not specify the root cause of the suggested event, it is likely the defect was caused by failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the evis exera iii video system center exhibited error b30 (scope communication error). The issue occurred during preparation for use for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
Establishment name: (B)(6). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.